Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.

Event description:
This complaint is being reported due to the alleged intermittent power issue. The patient claimed that the battery compartment did not have any corrosion. When the battery is removed, the date and time was reset to the factory default. There was no product misuse. The power issue was not resolved with troubleshooting. The patient was advised to go to the backup plan as needed. The subject pump will be returned for investigation. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.